Manufacturer narrative:
Ocd field service investigated and performed necessary adjustments to the immunowash fluid metering system, returning the vitros 5,1 to expected operation. Following the service activity, the customer has observed acceptable performance. The root cause is instrument related.

Event description:
An ocd laboratory specialist obtained imprecise proficiency fluid results using vitros phyt and vitros phbr slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not affected as the vitros phyt and phbr slide lots were not in routine use at the time of the event. There were no allegations of harm.